Event description:
It was reported during an initial implant procedure on (B)(6) 2022, that the physician could not remove the stylet from the left ventricular (lv) lead. The physician elected to implant the lv lead with the stylet still inside. The patient was stable throughout the procedure.